Event description:
The physician suspected lead insulation integrity or sensing potentials of the muscle when the device appeared to oversense. After the lead was replaced, pacing lead impedance returned to a normal range.